Event description:
Alleged event: it was reported that the stapler got stuck during use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) stapler from catalog number 528235 visistat 35w (B)(4) was received used, opened without original package, lot # was not confirmed, stapler was received with remaining staples; staples were observed properly aligned, and components looked well assembled; without damage, no stuck staple in the tip of the cartridge. Functional inspection: stapler was fired (activated) and staples were loaded, formed & released properly. Sample received did not confirm the defect reported by the customer "stapler got stuck" during visual inspection. A functional inspection was performed with sample (stapler were fired both forms; slow and fast to try to duplicate the reported defect) no quality issues were found during activation. The device worked properly. Therefore, a corrective action is not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: it was reported that the stapler got stuck during use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73l1400126 investigation did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report.